Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0knzc, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that during a stage 1 revision, due to an impedance check where all impedances were greater than 4,000 ohms, the lead and implantable neurostimulator (ins) were replaced as there was fluid in the lead and ins header block. The issue was resolved at the time of the report.

Manufacturer narrative:
Analysis concluded the stim ins ((B)(4)) had no evidence of anomalies. Analysis concluded the stim lead ((B)(4)) all conductors are broken 5.3 cm from the distal end. Evaluation result code and evaluation conclusion code pertain to stim ins ((B)(4)); evaluation result code pertain to the lead ((B)(6)).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.